Event description:
During baxters evaluation of a spectrum pump, a bulge was found on the power cord. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received a evaluated the device. The evaluation confirmed the power cord to have a bulge on the side. A replacement power cord was provided to the customer. The power cord was supplied to the manufacturer. If additional information is received, a supplemental report will be provided.